Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We  therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and had high blood glucose level of 594mg/dl to over 600mg/dl. The customer treated with manual injection. Troubleshooting for no delivery was performed and insulin exited during fixed prime. The customer was advised to examine cannula. The customer stated that the cannula was bent but declined troubleshooting. Customer also declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.